Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided detailed instructions for resetting the pump, and the caller was guided through the reset process. After the reset, the error did not reappear, and the caller successfully initiated their sensor session.